Event description:
It was reported that the pt was found unconscious and disconnected from power by a family member, audible loss of power alarm at this time. The family re-established power and 911 was called immediately. Advanced cardiovascular life support (acls) protocol was initiated with no CPR performed as pump was running. The pt was intubated and transported to their vad center emergency room. Upon arrival to the emergency room acls continued and pupils were fixed and dilated on exam. Prior to CT scan, it was noted that the pt had lost all cardiac function and no rhythm could be re-established despite resuscitation efforts and pt expired. No log files were downloaded or submitted for review. It was also noted that when the power was reconnected at the home and support was re-established that the pump functioned as intended.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.